Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The device automatically performs a self-test each time it is powered on. Eval by welch allyn confirmed, the stated problem of a self-test failure. Investigation found that the problem was caused by specific solder joints that had failed. The failed solder connections were isolated to a specific type of electronic component (an opto-coupler) on one particular circuit board. Repairing these connections corrected the problem. After repair, the device passed all testing and was returned to the customer. Corrective action has already been implemented to address this issue. The subject device was mfg in 1/01, which was prior to design enhancements to the circuit board in 4/03 aimed at providing more reliable solder connections for the opto-couplers. Post-market surveillance has shown that the design change has been highly effective in preventing this type of problem from occurring. Time-to-failure data indicates that any future failures in devices built prior to the design change are expected to be few if any.

Event description:
It was reported that, the device indicated a self-test failure.